Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 1600 mg/dl. The customer stated that he had taken the insulin pump off before admittance after having had a stroke and other medical issues. He noted that he was vomiting and did not want to have low blood glucose, so he went off of insulin pump therapy. He went to sleep and stated that his wife unsuccessfully tried to wake him up. He was told that he passed away twice and was revived. He stated that he had been in the hospital for 4 months and was trying to get back onto insulin pump therapy. He had been off of the insulin pump for 6 months. Nearly 6 months later, he reported that the device alarmed an error and started counting up once the alarm was cleared. The blood glucose reading was 214 mg/dl. He stated that he had to press the button in a certain spot to garner a response. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.